Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, and a thorough review could not be conducted as no lot # was provided. Since no product was returned for evaluation, the exact cause of the reported issue cannot be determined. There were no reports that the crosslink had failed in any fashion. It was reported the revision surgery took place on (B)(6) 2015 removing the crosslink, and adding a new crosslink 1 level above. A request for patient information in section a has been requested, and when provided, a supplemental report will be filed.

Event description:
It was reported to globus that a patient had a dural tear which was identified during an exploratory surgery. The dural tear was located under the crosslink a revision surgery took place (B)(6) 2015 to remove the crosslink.